Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: patient underwent laparotomy for exposure of l5-s1 disk space for a complete discectomy with an anterior lumbar interbody fusion and placement of plate, bmp due to l5-s1 degenerative disc disease. Per op-notes, "an 11 millimeters tall, 8 degree large footprint prosthesis was filled with a small bone morphogenic protein." (B)(6) 2009 patient presented due to post anterior lumbar interbody fusion l5-s1. Impression: anterior lumbar interbody fusion l5-s1. (B)(6) 2009 patient presented for an office visit due to severe mechanical back pain. (B)(6) 2009 patient underwent radiology of lumbar spine one view. Impression: intraoperative evaluation of level, with high-density material at the l5-s1. (B)(6) 2010 patient presented for an office visit due to his post lumbar fusion. (B)(6) 2010 patient presented for office visit after his spinal fusion. (B)(6) 2010 patient underwent CT of lumbar spine without contrast. Impression: internal anterior disc space fusion l5-s1 with placement of a fusion device transfixed by screws with the anterior disc space. No osseous fusion of the disc space was present. No evidence of loosening of the intervertebral fusion prosthesis screws. Small right lateral l3-4 disc protrusion and mild diffuse annular disc bulge at l4-5 was similar to the prior study. (B)(6) 2010 patient presented for office visit due to severe and incapacitating pain.

Event description:
It was reported that the patient underwent a spine fusion surgery on the lumbar region of his spine from l5 to s1 in which rhbmp-2/acs was used. Reportedly, the patient's post-op period has been marked by increasingly severe low back pain and radiculopathy. Patient's injuries necessitated a revision fusion surgery. Reportedly, the patient continues to experience severe and unrelenting pain in his low back, right hip and bilateral radiculopathic lower extremity pain. He has difficulty sitting or standing for extended periods, uses a cane to assist in ambulation, and suffers from erectile dysfunction.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.